Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's conductor wire to be broken. One conductor wire was broken at the yaw pulley exit. The wire was detached from its connection at the grip. The instrument passed the electrical continuity test. The yaw pulley showed no signs of arcing. Failure analysis investigation also found the following damages: the instrument's bipolar yaw pulley was broken. The yaw pulley was missing a 0.209 x .055 piece opposite the conductor break, allowing the grip to move within the pulley and have a larger range of motion in yaw. It is unclear as to how the piece of the yaw pulley broke. Failure analysis concluded that the broken yaw pulley may be due to mishandling/misuse. In addition, the instrument's pitch cable was frayed at the distal idler. There was no damage found on the clevis. The instrument's distal pulley had scratch marks/abrasions. There were scratches on the surface of the distal pulley. The instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks which exhibited light material removal and a rough surface finish. The scratches were short in length and was not axially aligned with the tube. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken yaw pulley, frayed cable, and various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci surgical procedure, an exposed wire was identified on the pk dissecting forceps instrument. A small piece of wire was coming out of the tip. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.